Event description:
It was reported that the ventilator did not ventilate as expected. There was no patient harm. Manufacturer's ref.#: 911170.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported event could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded and reviewed. The event reportedly occurred (B)(6) 2023. The investigation of the provided event log, several clinical alarms were generated indicated an increased expiratory resistance in the patient¿s breathing system, such as blocked bacteria filter or mucus or secretion in the endotracheal tube or patient airways, however this has not been determined. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. Technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. Our conclusion based on evaluation of the ventilator logs and that no fault was found during investigation of the ventilator is that there was no ventilator malfunction at the time of the event.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # and h4 manufacture date was required. D1 - brand name: - previous brand name: servo-u, - corrected brand name: base unit servo-u d4 - version or model #: - previous version or model #: servo-u, - corrected version or model #: 6694800 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4). H4 ¿ manufacture date: - previous manufacturing date: missing - corrected manufacturing date: 02/20/2021

Event description:
Manufacturer's ref.#: (B)(4).